Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad issues. The customer¿s blood glucose was unknown at the time of the incident. Customer reported that the buttons of the insulin pump were harder to push. Customer also stated that the insulin pump had rejected new battery, unexplained no delivery alarms and random error message. Customer declined troubleshooting. The insulin pump will not be returned for analysis.